Event description:
Additional information received reported that the device did not seem to be working so the patient was going to get their device removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was unable to adjust stimulation but it was determined this was because the device was powered off. The patient re-positioned the antenna over the implantable neurostimulator (ins) and the issue resolved. The patient further noted they wanted to have their device removed because "it wasn't on" and the stimulation wasn't working but their health care provider (hcp) wanted to get the device up and running. The patient's device was turned off in 2014 when they notice it wasn't working. They noted that they have been unable to turn it on using the patient programmer and was getting the poor communication screen. The patient replaced the batteries in the patient programmer and then it displayed 1.20v with no lightning bolt. The patient decreased the voltage to zero, turned the stimulation on and then increased program 1 to 2.0v to where they could feel it in the right leg. They also changed program 2 to 2.80v to where they could feel it in the left leg. The stimulation did not hurt but it was tingling. After the patient increased the stimulation they got an information screen on the patient programmer. After the stimulation was set the patient again expressed wanting to have the device removed because it "was not doing anything for them." While the on the call the patient was educated on how to adjust their stimulation and made several changes through it. While making changes they lost the signal so they re-positioned the antenna and they finished trouble shooting. The patient also noted a lot of scar tissue where the ins was located and stated that during a previously reported pocket revision the hcp cleared a lot of the scar tissue. At the end of the call the patient had the stimulation back on and adjusted to what they felt was appropriate. The patient had an appointment scheduled with their hcp on (B)(6) 2015 to discuss the next steps.

Event description:
It was reported that the patient used to feel stimulation and did for quite a while. Then the patient did not feel stimulation for a while. Stimulation was adjusted but they never could it right. This issue began 2 years prior to this report and continued to get worse. In addition, the spinal cord stimulator (scs) was not working. The patient believed it was causing her to walk crooked, have a lot of pain, and she was leaning to one side. She believed this was because the scs was not working. Her doctor noted she should be at the ¿highest frequency.¿ the patient wanted it electively removed but her doctor told her to give it one more chance. The battery was revised. It was unclear what exactly was moved. It was moved because it was painful. It was unsure when this was. The medical issues reported existed before and after the revision. After the revision, therapy was better for a short period of time but then it just didn¿t work anymore. Fibromyalgia and arthritis were mentioned as medical history and noted to be pain related. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue resolved, and if the patient had any further concerns. This event will be updated additional information is received.